Event description:
The customer stated that she tested her blood glucose using her contour and breeze2 meters. The breeze2 read 65 mg/dl, while the contour read 133 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for eval.